Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was complications of diabetes. The caller stated that the friday before passing away, the customer thought she had a stomach bug. The caller did not know the customer's blood glucose at the time of death. However, the last recorded value was 145 mg/dl on (B)(6) 2017 at 11:20pm. The customer was wearing the insulin pump at the time of death. The customer was using sensors however was not wearing one at the time of death; the last time the customer was wearing a sensors was on wednesday, (B)(6) 2017. The caller agreed returning the insulin pump for analysis.